Event description:
Patient with end stage patellofemoral chondrosis, underwent advanced salvage cartilage restoration using autologous cultured chondrocytes. (Carticel) implantation. After the anterior displacement of the patella, seprafilm was placed in the medial gutter pouch and lateral gutter. An additional small piece of seprafilm was placed at the level of the fat pad. This placement was done to decrease scarring in light of the extensive patellofemoral lesion, which will potentially slow range of motion. The patient was on kefzol (2 g) prophylactically. There were no intraoperative complications. The next day, the patient was evaluated at the anticipated time of discharge and was noted to have a mild temperature elevation which was not uncommon with the degree of sedation provided during the surgery. Hematology lab results revealed white blood cell (wbc) count 21.76 10 ^3/ul with 90% neutrophil. Erythrocyte sedimentation rate was 11 mm/hr. The patient had well controlled anterior knee pain but the sciatic block did not control the posterior knee pain and the patient was readmitted for pain control. A block was performed that decreased the pain. It was also noted that they had a temperature spike over the evening. During examination on 2 days post op, they had a mild temperature. Dressing was changed and the wound was benign with no erythema except at the extreme margins of the incision. Mild distal leg erythema was also noted. Wbc count was 27,000. The patient was comfortable with the block dissipating, and it was felt that pt was possibly experiencing infection at some other site as the knee exam was benign. A repeat cbc and c reactive protein were ordered and the patient was then re-evaluated. Knee aspirate was bloody, gram stain of the left knee aspirate revealed many white blood cells with few gram-postiive cocci in clusters resembling staphylococcus per the lab report. With concern for frank sepsis of the joint, the kefzol was switched to vancomycin as empiric treatment for presumed staphylococcus aureus. Later that evening, the patient underwent debridement and lavage of the left knee with 12 liters of ringer's lactate to remove the carticel cells. All sutures and seprafilm were removed and the bloody effusion was evacuated. Cipro (750 mg q 12h) was also administered. At the time of this report, the patient has not yet recovered. The surgeon assessed the septic knee as remote/unlikely related to the use of cartical or seprafilm.